Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. The monitor of the pump also shows abnormal black irregularly.

Manufacturer narrative:
The insulin pump alarmed motor error during the rewind due to corroded motor home switch. The insulin pump was received with cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads, minor scratched display window and stained end the cap sticker.